Event description:
Additional information was received stating that the cement used during the original case and revision case was depuy smartset mv cement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - patient was revised for loose tibia. Explant the attune tibial tray and stabilize insert. Implanted an attune rev rp tray with sleeve and pf stem. Also implanted a rp stabilize insert. Original dos (B)(4) 2016 at hospital. Patients right knee, no injury to the patient, no delay in surgery. The product was not returned to depuy synthes, however photos were provided for review. See attachment [knee rev mar26.jpeg]. The photo investigation revealed that cement was not adhered to the fixation surface. Therefore we are able to confirm loosening. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint is confirmed as the observed condition of the unknown bone cement would contribute to the complained device issue. Based on the investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. H10 additional narrative: added: b5.

Manufacturer narrative:
Product complaint#: (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was revised for loose tibia. Explant the attune tibial tray and stabilize insert. Doi: on (B)(6) 2016, doe: on (B)(6) 2024, affected side: right.